Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Attach the water syringe to the inflation port. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon." (B)(4).

Event description:
It was reported that the 10ml syringe within the foley tray only contained a few drops of sterile water. The complainant reported that the sterile water had not leaked out as none of the tray's components were wet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the 10ml syringe within the foley tray only contained a few drops of sterile water. The complainant reported that the sterile water had not leaked out as none of the tray's components were wet.